Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (b)(46 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient stated they were in the hospital for diabetic ketoacidosis because the dexcom was more than 20% off and was delayed for hours even after calibration. The patient did not provide further event details. No additional patient information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.